Event description:
It was reported that the patient's implantable cardiac monitor (icm) did not record the episode of defibrillation threshold testing (dft) that the physician had performed on the patient's implanted cardioverter defibrillator (ICD). Trend data indicated that the episode had intermittent undersensing. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.